Manufacturer narrative:
The customer alleged discrepant tnths results for an additional 2 patients' samples: sample 2 (patient 2) was tested on (B)(6) 2025: initial result: 78.3 ng/l. 1st repeat result: 25.4 ng/l. 2nd repeat result: 24.4 ng/l. Sample 3 (patient 3) was tested on (B)(6) 2025: initial result: 47.3 ng/l. 1st repeat result: 7.64 ng/l. 2nd repeat result: 6.68 ng/l. The calibration signals were within expectations. The analysis of the provided sample foam detection (sfd) images showed that 2 samples had visible white particulate matter (wpm). In addition, the camera was misadjusted and not active in the control unit. A general reagent problem can be excluded because the qc was within ranges prior to the event. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 analytical unit. Initial result: 300 ng/l. A new sample was drawn and tested resulting in a tenths value of 46 ng/l. The original sample was then repeated twice and the repeat results were 52.5 ng/l and 52 ng/l. No questionable result was reported outside the laboratory. The results of 46 ng/l and 52 ng/l were deemed to be correct.

Manufacturer narrative:
The e801 analytical unit serial number was (B)(6). Qc was within the assigned ranges on the day of sample measurement. The investigation is ongoing.